Event description:
The article, "predictors of device-related thrombus after left atrial appendage occlusion: ted-f2 score", was reviewed. The article presented a retrospective, single center study to establish a clinical risk-prediction model to identify patients at higher risk of device-related thrombus (drt) who would benefit from receiving closer surveillance or extended antithrombotic treatment to prevent post-left atrial appendage occlusion (laao) stroke. Devices included in the study were watchman flx and amplatzer amulet. The article concluded that the authors proposed a novel risk score to predict development of drt after laao, comprising history of venous thromboembolism, laa emptying velocity </=20 cm/s, implant depth > 2 cm (1 point each), and an af rhythm at implantation (2 points). A ted-f2 risk score of >/= 3 identified patients who are at greatly elevated risk of developing drt. [The primary and corresponding author was amit noheria, department of cardiovascular medicine, the university of kansas medical center, kansas city, kansas, with corresponding email: noheriaa@gmail.com]. The time frame of the study was from october 2016 to february 2022. A total of 104 patients were included in the study, of which one (1) received an abbott device. In the drt group, the average age was 77.7 years and the majority gender was male. In the control group, the average age was 75.3 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, congestive heart failure, coronary artery disease, peripheral arterial disease, history of cerebrovascular accident, transient ischemic attach, venous thromboembolism, atrial fibrillation.

Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, a causes for the reported thrombus and stroke could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: predictors of device-related thrombus after left atrial appendage occlusion: ted-f2 score.